Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. He motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed displacement, basic occlusion and prime tests. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during rewind. The customer stated there were some motor error alarm in the alarm history. The customer stated the problem occurred within new pump 30 days. The customer's blood glucose is normal, didn't require medical treatment.